Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure involving complete removal of the dbs system due to erosion at the lead and lead extension site. No signs of infection were found. The patient was reported to be at baseline following the procedure. The explanted components were not returned for analysis, as they were disposed of by the facility.

Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7133148, UDI: (B)(4).